Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All programmed boluses delivered and recorded properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she used three sensors already, got inverted icon and then they disappeared, but she did not get any alerts. The caller stated that her blood glucose was 40mg/dl and after ninety minutes her glucose level went up to 70mg/dl, which for her it is too low. The customer was unsure if the insulin pump was delivering insulin properly. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and found that two days of bolus history were missing. No further information was provided.